Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device after an interventional procedure. Reportedly, some resistance was felt when the needle plunger was removed; a cuff miss had occurred. The device was removed and hemostasis was achieved using a starclose se device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was missing the plunger/needles assembly and presented a posterior cuff miss with an anterior cuff to anterior needle detachment, accounting for the reported resistance during plunger removal and confirming the reported event. The posterior needle tip was detected lodged within the posterior foot assembly having missed the posterior foot pocket during plunger deployment. The posterior cuff miss with resultant lack of posterior cuff ejection from the foot, resulted in the detachment of the anterior needle from the anterior cuff. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff loaded within the foot pocket while being pulled on the other end by the anterior needle and cuff during withdrawal of the plunger. This resulted in the anterior cuff detaching from the anterior needle as indicated by the damaged anterior cuff tabs. The anterior cuff was not missing any material; however, the cuff tabs were damaged. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The device was tested for proper needle trajectory using a proxy plunger needle assembly. The test was successful with both needles entering their respective foot pocket with the posterior needle ejecting the posterior cuff from the posterior foot. There was no definitive evidence to suggest user error. Possible contributing factors to a cuff misscan include, but is not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing the needle trajectory was successful using a proxy plunger and met manufacturing criteria. There was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Based on the reported information and successful testing of the needle trajectory, the probable cause for the posterior cuff miss and subsequent anterior cuff to needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the lot history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency.